Event description:
It was reported that ground fault was expirienced. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device was received with paint chipping, scratches and stains consistent with general wear and tear. Worn and faded line cord and old-style printed circuit board. Reservoir cover cracked at the screw corners. Customer?s reported issue was confirmed. Device failed electrical analyzer test. The root cause of the reported issue was determined to be due a damaged wire connector causing the electrical safety test to fail. Actions taken to mitigate the reported issue: no action taken due to the age and condition, device deemed beyond economical repair and will be scrapped. UDI information is unknown. Report source is unknown.